Event description:
The customer reported fluid leaked outside the instrument from the baths area and onto the counter involving coulter act diff 12 analyzer. The customer had on gloves during the event. The customer was advised to use additional personal protective equipment (ppe), eye protection and a laboratory coat. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) se) discovered evidence of fluid leak from the white blood cell (wbc) bath overflow but was unable to reproduce the issue. The fse replaced line lv14 along with all pinch valve tubing and cleaned the vacuum isolator chamber (vic) as precautionary measures. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).